Event description:
Stent fracture: a patient presented for coronary angiography, which revealed a 100%, 54 mm, non-calcified stenosis in the mid-lad. The target site was in an actively moving segment of the artery. The vessel was not intra-myocardial and no myocardial bridging was noted. The target lesion was predilated (details unknown). Two cypher select stents, a 2.75 x 23 mm and a 2.75 x 33 mm, were implanted to 16 atms without complication. The stents were overlapping at the edge. The stents were post dilated with a 2.0 x 20 mm sprinter balloon inflated to 12 atms. One year and five months post index procedure, the patient was admitted with chest pain. Angiography revealed that the 2.75 x 23 mm stent was fractured. The segment was completely fractured and the segment had migrated slightly, resulting in a gap. No additional intervention was performed and the patient was discharged home.

Manufacturer narrative:
An independent review of the films was conducted, which revealed the following: "the findings reveal a hypermobile, left anterior descending where the stent fractures occurred at an acutely angulated segment, and there is a resultant displacement of the fractured components by approximately 1 to 2 mm. I do believe that there is a degree of restenosis there, and there is certainly also aneurysm formation formed at the area of the fracture and also proximal in the stented segment. It has been previously noted in long segments, particularly hypermobile segments and acutely angulated segments, more stent fracture seems to be likely with the mechanical forces playing a significant role in this." Additional information will be submitted within 30 days of receipt.